Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the end user alleges that she was driving the chair and it came to a stop and turned off and would not come back on. When the dealer got to the end users the chair turned back on.